Event description:
It was reported that during a routine inspection, it was discovered that the electric pen drive device would not work. The reporter indicated that the device was checked with other console devices. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be the motor assembly was most likely damaged due to normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.